Event description:
It was reported that balloon rupture occurred. A 2.00 mm x 12 mm emerge balloon catheter was used; however, the balloon ruptured. No patient complications were reported and the patient's status was stable.